Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 11-nov-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that medication order was configured incorrectly. A technical support specialist (tss) dialed into the server and confirmed that the medication order was not present, indicating it was not crossing from the pis or admit discharge transfer (adt) interface. Further review showed a medication in the formulary was incorrectly configured with patient information instead of a valid order. The customer was advised to coordinate with the pis or adt team for further investigation, and later customer confirmed to close the case. The system functioned as intended after the technical support specialist guided the customer to resolve the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the user was unable to access the medication which was added to the formulary. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the user was unable to access the medication which was added to the formulary. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.